Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube broke in half. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to the user. From the instructions for use (IFU) manual: "the endoscope is a precise optical device. Careless handling may damage the endoscope." Instruction manual p.11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid scope had snapped in half. There were no reports of patient harm.